Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was having trouble charging the device. Patient also felt burning around the ins site. The ins felt like it had shifted and the patient was getting shocked. Patient stated their pain was "out of this world". Since the patient couldn't charge the device and quit trying, they have been feeling pain around the ins, on the left side, up the back and on the left arm. Patient reported they are still feeling stimulation and tingling on their fingers and it also hurts when they move a certain way and feels like they could hit the floor. Patient also reported there was a knot by the implant site. Patient has an appointment with the physician on (B)(6) 2017.